Event description:
The customer reported reproducibly elevated troponin I (accutni+3) results were generated for two separate draws from one patient on two instruments. A sample from the patient was tested by the access 2 of a unicel dxc 600i synchron access clinical system and an elevated accutni+3 result was generated. The result was released from the laboratory and questioned by the doctor. A sample from the patient was redrawn and tested on a standalone access 2 immunoassay system, which generated similarly elevated accutni+3 results. The standalone access 2 was calibrated with accutni+3 calibrator lot 501595. As a result of elevated accutni+3 results, the patient was transferred to an alternate facility. A sample was drawn at the other facility; testing on different methodologies resulted in lower troponin I results. System parameters including quality control, calibrations, and system checks were within assay and instrument specifications.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse ran a system check, high-sensitivity system check, and precision run on both of the laboratory's instruments to verify performance; all tests met published performance specifications. One sample from the patient was sent to bec for evaluation. Testing of the neat sample confirmed the customer's elevated accutni+3 results. The patient sample was further tested with blocker proteins and dilution; results from the testing suggest a patient-source interferent is present and is likely the cause of elevated accutni+3 results.